Event description:
The customer mother reported that the patient had an keypad anomaly on the insulin pump. The customer blood glucose level was unknown mg/dl. The customer mother stated that the insulin pump started going crazy buttons is not responding. The customer mother was asked if she recalls any significant events leading to keypad issues and she said no. The customer mother was advised to discontinue to use insulin pump and revert to back up plan. The customer was advised that the insulin need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.